Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, serial/lot#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient symptoms increased, impedances checked in office and >4000 and they did not feel the stimulation when turned up to 6 volts. The contributing factors for the high impedance were unknown, but asked. Pt thinks she may have fallen on device which could have led to the issue. Pt had changed programs to see if symptoms would improve. No improvement and had appointment in office. Impedances checked and verified out of normal range. Lead replacement scheduled for may 17th.